Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that two results for 1 patient ID were crossing over to the laboratory information system (lis) however, only one of the results was visible on the cobas integra 800 analyzer printout. The customer stated this has occurred for 10-12 patient ids out of 70 total patient samples. The customer provided examples for 3 patient ids. Of the data provided, the results for 1 patient ID tested for ca2 calcium gen.2 (ca2) were a reportable malfunction. The initial ca2 result was 7.7 mg/dl. The repeat result was 10.6 mg/dl. Only the result of 10.6 mg/dl was visible on the analyzer printout. After the results were viewed in the lis, the sample was repeated again and the result was 7.5 mg/dl. The lower ca2 results were believed to be correct. The incorrect result was not reported outside of the laboratory. The result of 7.7 mg/dl was reported outside of the laboratory. The customer is not aware of any recent changes to either the analyzer or the lis. The analyzer is not interfaced through any middleware. No adverse event occurred. The ca2 reagent lot number was 30098201 with an expiration date of 28-feb-2018. The field service engineer (fse) visited the customer site. The fse stated the customer was using "patient view" in the integra software and was viewing different sample ids for those patients. The actual ca2 results using the same ID from the integra were 10.6 mg/dl and 10.4 mg/dl. The same patient ID was run a second time and the result from the analyzer was 7.7 mg/dl with a repeat on the analyzer of 8.4 mg/dl. It is not known if the second run was using the same sample or a different sample. The fse made a preventative check of the instrument. The rotor alignment was checked and adjusted, the internal reservoir was flushed and reagent probes were replaced. The customer ran calibration and qc with acceptable results. The instrument was performing within specification.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer stated the integra 800 analyzer is no longer in use as it has been retired. The customer stated they have no further issues or concerns.